Manufacturer narrative:
Manufacturer received word on 08/13/2007 via a retail claim letter noting the patient had experienced an issue with a stuck applicator. After several attempts to reach the patient, information was received on 09/10/2007 to confirm reasonable evidence of an adverse event. Insert provides adequate instructions to prevent the outer cylinder from being placed too far into the vagina, stating that the user should "grasp the grooved center of the applicator with [the] thumb and middle finger", to "insert [the applicator] until the thumb touches your body", and following insertion, to "withdraw the applicator". Review of data from this lot indicates no quality issues with applicator tubes.

Event description:
The patient claims that after she inserted the tampon applicator, the plastic applicator pieces separated. The smaller cylinder and the tampon itself came out of her vagina, but the larger cylinder remained stuck in the vagina. She went to an urgent care center to have the applicator removed. Treatment details were not made available.